Event description:
It was reported that since (B)(6) 2014, the patient had increased seizures and had to use diastat. The last seizure was on (B)(6) 2014 at 6pm. The pump was used to deliver lioresal. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8590-8, lot# n253270, implanted: 2011 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).